Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the physician decided not to use the lead because of the patient's anatomy. The vessel was too small for lead placement. No patient complications have been reported as a result of this event.